Manufacturer narrative:
The lead is not expected to be returned; therefore, a technical analysis cannot be conducted. Without a returned lead it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds due to lead dislodgement. Subsequently, the patient underwent a revision procedure and this product was explanted and successfully replaced. No adverse patient effects were reported.